Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer had a suction break due to patient movement and the side cut only button was not allowing them to select it. Customer was instructed through the software to be able to select the side cut only treatment and finish the case without complication. Surgeon followed the suction break protocol by using the same cone and decreased the flap diameter.